Event description:
Information was received that reported a pt was hospitalized on (B)(6) 2012 due an incident of hypoglycemia. Per the report, the pt began experiencing decreased blood glucose and was brought to the hospital where he was diagnosed with a hypoglycemic reaction. She was admitted and treated. The device should be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.